Manufacturer narrative:
(B)(4). Batch # t9252c. Investigation summary: the analysis results of the el5ml found that the device was received with one jaw broken at bifurcation. The device was disassembled and evidence of corrosion was found throughout the broken area. Five remaining clips were found in the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking, and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issue, please do not reuse, reprocess, or re-sterilize the device. Reuse, reprocessing, or re-sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn, may result in patient injury, illness or death. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap appendectomy, while firing the el5ml, it got stuck and the clip would not come out from the ligamax. Surgery was not delayed and was successfully completed. There were no patient consequences.